Event description:
The face mask has a hole. No known intervention required on pt or healthcare provider. The device is used while administering low doses of technetium tc99m via the aerotech aerosol unit. Unk amounts, presumed to be in micro curies, may have been released through the hole. It is impossible to know the amount in the mask during administration.